Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent an unknown procedure. During the procedure when the drill bit was used with the drill guide. After inserting the fourth or fifth screw, the distal end of the drill bit was broken off. The surgeon decided to leave the broken fragment in the patient as there was no impact to the surgery. The procedure was completed using another sterile drill bit. There was a surgical delay of under thirty (30) minutes. Patient status and surgical outcome are unknown. Concomitant device reported: unknown drill guide (part# unknown, lot# unknown, quantity#1). Unknown screws (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 1.5mm drill bit/mqc for threaded hole/74mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. DHR review was completed. Part: 03.130.302s lot: l692152 manufacturing site: selzach supplier: frueh verpackungstechnik ag release to warehouse date: 11. Dec. 2017 expiry date: 01. Dec. 2027 device was first manufactured unsterile under the lot f-23249 by sphinx werkzeuge ag and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 03.130.302 with lot f-23249 were reviewed: the device history record shows this lot of 458 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: e1: name and phone number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history lot part: 03.130.302s, lot: l692152, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 11. Dec. 2017, expiry date: 01. Dec. 2027. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Visual inspection: a piece of about 8mm length is broken off. Otherwise is the drill bit in a good condition without any visible damages. Dimensional inspection: outer diameter, specification pass. Core diameter: specification = damaged post-manufacturing. Overall length (to define length of the missing piece): specification = damaged post-manufacturing. Material or hardness review: the review of the manufacturing documents has shown that with 1.4112 stainless steel the correct raw material was used and that the hardness of this lot was within the specification. Drawing/specification review: the risk management file was reviewed and this complaint condition is adequately addressed. The calculated occurrence rate speaks against a design related issue. Summary: this complaint is confirmed as the drill bit is broken as complained. This lot was manufactured in december 2017 and we are not aware of any other complaint for this article- and lot combination. This and the findings above let us exclude a manufacturing related issue. Based the provided information the root cause of this breakage cannot be defined. We can only assume that a mechanical overload, for example by too much lateral stress or an excessive contact with the drill guide or plate, caused the failure of this drill bit. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.